Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right atrial (ra) and right ventricle (rv) set screws became stuck in the pacemaker header and the leads were unable to be removed despite multiple attempts. The physician resorted to sawing the pacemaker header apart to release both the ra and rv leads resulting in lead damage. The procedure was completed with the pacemaker explanted and both ra and rv leads capped. The patient remained stable throughout.